Event description:
It was reported that a patient with this inflatable penile prosthesis experienced persistent pain in the scrotum near the pump area. A revision surgery was performed in which the physician removed the pump, drained and retained the reservoir, and left the cylinders semi filled and connected with a connector. There were no further patient complications.